Manufacturer narrative:
The device was received in the deployed state, however, it cannot be determined when the cannula assembly deployed. The slide retract was observed to be damaged, however, there is no evidence that this could have contributed to the reported event.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that needle mechanism had fully deployed before the pod was able to be used.